Event description:
It was reported that the patient presented for defibrillation threshold testing (dft) on the implantable cardioverter defibrillator (ICD) with general anesthesia per protocol requirement. It was reported that one hour later the patient experienced persisted asymptomatic hypotension and was subsequently admitted to the hospital for overnight monitoring. The patient experienced dehydration post fasting prior to the dft procedure on top of an existing fluid restriction and recent influenza a infection unrelated to the device. It was not believed there was any malfunction. There were no patient consequences.